Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7018868, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.